Event description:
During a total gastrectomy procedure, the anvil disengaged. The surgeon removed the anvil and applied manual suture re-enforce the staple lines.

Manufacturer narrative:
7/2/97-supplemental report #1 submitted to FDA. The cause for the anvil disengaging was attributed to the anvil swivel pin which failed. Unfortunately, sections of the pin were not returned to the MFR for evaluation preventing us from reliably determining the exact cause for the reported condition.